Manufacturer narrative:
(B)(4) other (intervention required). (B)(4). Eval - results: moderately tortuous vessels. Over-torquing of the delivery system. Conclusions: moderately tortuous vessels. Over-torquing of the delivery system.

Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were moderately tortuous and not calcified. It was reported that as the physician was trying to orient the delivery system to align the contralateral gate, the delivery system was over-torqued, which caused the device to twist into a "candy cane" shape. The delivery system was removed from the pt, and another talent device was successfully used to complete the case. No clinical sequelae were reported, and the pt is fine. The twisted talent device has been rec'd by medtronic, and its eval is pending.